Event description:
A customer obtained imprecise and higher than expected vitros phbr quality control results while using a vitros 5,1 fs chemistry system. Values of 15.95 and 15.98 umol/l were obtained from the vitros performance verifier lot a9666 fluid versus the expected value of 11.96 umol/l. Values of 68.23, 75.56, 71.57, and >80.0 umol/l were obtained from the vitros performance verifier lot y9391 fluid versus the expected value of 56.31 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if biased patient results were released during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number two of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. The investigation found no evidence to suggest an instrument malfunction occurred. A definitive root cause could not be determined. However, a reagent issue could not be ruled out as a contributing factor. The assignable cause of this event is unknown. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing (B)(4). The FDA (B)(4) will be notified of this issue.